Event description:
Edwards received additional information this transcatheter valve was successfully implanted into the aortic position via transfemoral approach, reducing the gradient to 8 mmhg. There were no complications and the patient was transferred to the ICU in stable condition, after having tolerated the procedure well; she was later discharged on pod #3.

Manufacturer narrative:
(B)(4) although there have been attempts to receive further information, no additional details were provided and the device remains implanted in the patient. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve is failing after an implant duration of approximately nine (9) years, two (2) months due to unknown reasons. It is currently unknown which form of intervention is scheduled to take place. No additional details provided.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that nine (9) years, six (6) months post implantation of this surgical valve, a 20mm transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. There were no complications.